Event description:
Customer's husband reports, meter result of 865 mg/dl while using the active system. This result is outside the numeric reading range of 10-600 mg/dl of the device. No quality controls were run. No adverse event due to device was reported. A request was made for return of the suspect product and a replacement was sent.